Manufacturer narrative:
The date of event is estimated. It was reported to abbott, a patient was experiencing pain at the ipg site and the ipg was approaching end of life. Surgical intervention was taken where the ipg was replaced and the ipg site was lowered. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the ipg was replaced and the new ipg was placed lower in the original pocket to address the issue.